Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon was caused by the failure of the ccd unit due to an external factor. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image of the subject device was not displayed on the monitor. The subject device was loaner asset of olympus. There was no report on when this event occurred, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be identified. However, based upon the information from sorc, omsc surmised that this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information is received, this report will be supplemented.